Event description:
It was reported that during the implant procedure the introducer broke during use. The introducer was removed and replaced. No patient complications have been reported as a result of this event. Event derives from (B)(4) ((B)(4))

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.